Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced what could have been a syncopal episode. Technical services (ts) was contacted and recommended following up with the clinic. This crt-p remains in service. No additional adverse patient effects were reported.